Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the ramus intermedius. The lesion was predilated using a 2.5x15mm balloon. A 3.0x8mm taxus liberte drug eluting stent was deployed at 14 atm for 10 seconds. The stent balloon was fully inflated without waist. The stent was fully deployed and well apposed. There was no difficulty deflating the balloon, however, upon withdrawal of the stent delivery system balloon withdrawal resistance was encountered. Deep intubation of the guide catheter and hand pulling on the catheter was needed to remove the device. There were no patient complications reported.

Manufacturer narrative:
Device analysis could not confirm the complaint incident. The complaint report states that following deflation the balloon was difficult to withdraw. Initial examination of the device noted that the device had not been inflated as the balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The balloon was inflated and deflated with no issues noted. Negative pressure was applied to create a vacuum and the balloon deflated within 10 secs with no issues noted. Visual examination noted the presence of stent damage. Some proximal stent struts were bent back distally and some distal stent struts were mis-aligned. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown.